Event description:
It was reported that the patient's right ventricle lead was capped and replaced on (B)(6) 2009 for unknown reason. The patient condition was unknown. The lead information was not provided.